Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not turn on and had no power due to the power supply being out of electrical specification. It was also noted that the tab on the power cord bay door was broken. Product ID: 2067l programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer will not turn on and has no power. The programmer was returned for repair. No patient involvement or complications were reported.